Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser beam was too weak during a surgical procedure. The surgeon tried 2 probes with the same result. Additional information has been requested but not yet received.

Manufacturer narrative:
The MDR was sent before realization that this is a duplicate report as reported in (B)(4). (B)(4).